Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received a questionable thyrotropin (tsh) result for one patient sample that was noted as it was accompanied by a data flag. The initial result was 1.80 uiu/ml with a data flag and the repeat result was 5.40 uiu/ml with a data flag. The initial result was not reported outside the laboratory and the patient was not adversely affected. The tsh reagent lot number was 16037401. The field service representative could not determine a cause. He replaced the pinch valve tubing, checked the analyzer and adjusted the high voltage. To verify the analyzer operation, he ran performance testing which passed and the user ran calibration and quality control with results within range.